Event description:
It was reported that t-wave oversensing was recorded in the beginning of this year. No further episodes have been observed since that time. It was further reported that the t-wave oversensing was due to the patient's anatomy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that t-wave oversensing was recorded in the beginning of this year. No further episodes have been observed since that time. The lead remains in use. No patient complications have been reported as a result of this event.